Event description:
Pt has a medtronic 670 g. His insulin pump and entered "safe basal" and continue to give him insulin despite his sensor reading a low blood sugar. Pt had a hypoglycemia episode. FDA safety report ID# (B)(4).